Manufacturer narrative:
"Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305127 and lot number 0274359. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time."

Event description:
It was reported that a needle 25x1-1/2 rb had the needle separate during use. The following was reported by the initial reporter: "it was reported needle stayed in patient after injection. Per complaint form: the patient was being injected and when they pulled back the needle remained in the patient and the blue hub stayed with the syringe. The needle separated from the syringe. The needle was located under x-ray but not removed."